Manufacturer narrative:
Motor error alarm during basic occlusion test due to faulty force sensor system. Motor passed motor test. All operating currents are within the specification no unexpected low batter, off no power or weak battery alarm noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 516 mg/dl. Troubleshooting was performed. The device was returned for analysis.